Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2013 to the lower bilateral abdomen with a coolcore applicator and to the bilateral hips/waist with a coolcurve+ applicator, on (B)(6) 2013 to the lower bilateral abdomen using a coolcore applicator and to the bilateral hips/waist using a coolcurve+ applicator, on (B)(6) 2014 to the upper and lower bilateral abdomen in a diamond shape using a coolcore applicator, on (B)(6) 2015 to the lower abdomen using a coolcore applicator and to the lower bilateral hips/waist using a coolcore applicator, and on (B)(6) 2015 to the lower bilateral abdomen using a coolcore applicator. The physician reported that the patient developed ph in an unspecified treated area on (B)(6) 2015. Due to the lack of a specific diagnosis or confirmation of ph, the reported events were assessed as unconfirmed-ph due to insufficient information and serious in severity.

Manufacturer narrative:
Corrected data d1 - brand name

Manufacturer narrative:
D.10 concomitant therapies continued: (B)(6). This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2013 to the lower bilateral abdomen with a coolcore applicator and to the bilateral hips/waist with a coolcurve+ applicator, on (B)(6)20 13 to the lower bilateral abdomen using a coolcore applicator and to the bilateral hips/waist using a coolcurve+ applicator, on (B)(6) 2014 to the upper and lower bilateral abdomen in a diamond shape using a coolcore applicator, on (B)(6)2015 to the lower abdomen using a coolcore applicator and to the lower bilateral hips/waist using a coolcore applicator, and on (B)(6) 2015 to the lower bilateral abdomen using a coolcore applicator. The physician reported that the patient developed ph in an unspecified treated area on (B)(6) 2015. Due to the lack of a specific diagnosis or confirmation of ph, the reported events were assessed as unconfirmed-ph due to insufficient information and serious in severity.